Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided/unknown. Patient weight not provided/unknown. Additional 510k number: k101880.

Event description:
It was reported that the implant fractured the buccal wall. Implant was removed and bone graft was placed. Tooth site 14.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The implant was returned for investigation. Visual evaluation of the as returned product identified that the device was in good condition. Additionally, there was dried blood and bone residue around the external threads due to usage. Functional testing could not be performed for the reported failure (bone fracture). Measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A device malfunction was not found during investigation. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report d4: device expiration d4: UDI g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: date of manufacture h6: entered evaluation codes h10: added manufacturer narrative